Event description:
We were informed on (B)(6) 2024 about an event regarding a patient with a nevro spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure to replace the nevro ipg with a boston scientific ipg for an unk reason. The surgery was performed on (B)(6) 2024 at (B)(6) in (B)(6) by dr. (B)(6). Please note this is not a device manufactured by boston scientific, and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).